Manufacturer narrative:
Exact date of event unknown - only year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 56mm diameter abdominal aortic aneurysm. At implant, the patients proximal aortic neck measured 18mm in length and was angulated. It was reported that approx. 1.5 years post index procedure during patient follow, an angiography identified stenosis around the ostium of the higher left renal artery which was not noted before. The proximal edge of endurant graft system was implanted just below the lower right renal artery with no evidence of migration. It was reported that intervention to improve the blood flow was carried out. The stent graft was accessed via the right femoral artery with the guiding sheath and the catheter was introduced to the left renal artery and an express stent system for the renal artery was implanted. A type ii endoleak was observed in the median sacrum by angiography. Per the physician, the cause of the event may have been due to the anchor pin at the tip of the bare stent being positioned higher at the left renal artery. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.